Manufacturer narrative:
Evaluation summary: this device was received by baxter service shops and underwent a series of accuracy, performance, and visual testing. This reported condition that the "#1 discharges below the alarm threshold" was confirmed. Review of the complaint history reveals similar battery related reports have been received for this product. There is a CAPA open to document and evaluate this issue.

Event description:
Customer reported that the stop button on this colleague pump does not work. It is also reported that the #1 discharges below the alarm threshold. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event. No additional information is available.